Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This occurred while attempting to perform the user test. There was no patient use associated with the reported event. No further details were provided.